Event description:
Solicited: pt reported pt experienced leakage with tubing along with swelling; the exact wording by the patient: had issues with administering medication [swelling) so would seem that the swelling was a potential result of leaking tubing. Indication: selective deficiency of immunoglobulin g [igg] sub classes. No further info. Unknown lot and expiration of tubing. Unk if product available for retrieval. Reported to (B)(6) by pt/caregiver.